Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. Lens tore on insertion into the pt's left eye. Lens was removed with no patient injury. No incision enlargement and no suture used. Another same model and size lens was implanted.

Manufacturer narrative:
Eval: results: a visual inspection of the returned product found optic is torn. Both loop haptics and pieces of optic are torn off and missing. There was evidence of clear surgical residue. Conclusion: an investigation of the root cause of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in (B)(4) 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the eval of the returned product, possible root cause for lens tears include both delivery system issues and handling errors by the customer. Number: (B)(4).